Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet. Investigation is in process, once complete a follow-up MDR will be submitted.

Event description:
It was reported that the patella clamp was broken. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the spring has fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause can be attributed to the wear and aging of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.